Manufacturer narrative:
The account found the control box needed to be replaced on the lift. Per the hillrom's periodic inspection for the viking m lift (3en371001 rev. 4) section 10 instructs: press the emergency stop button. With the emergency stop button in, verify the lift does not operate with the hand control buttons. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician replaced the gear rack and friction plate to resolve the issue. Based on this information, no further action is required. A control box part has been ordered and will be replaced. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the lift would continue to operate even with the emergency stop depressed. The lift was located at the account. There was no patient/user injury reported. (B)(4).